Event description:
Additional information received reported that the overdischarge was confirmed. The patient had not charged the device for over 2 months because the stimulation was uncomfortable and shocking. The patient had no time to do a physician mode recharge (pmr). The patient would schedule a meeting. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient experienced a shocking and ¿zapping¿ sensation between (B)(6) 2013 and periodically (6 to 7 times) when they leaned forward or backward. The patient spoke to their healthcare professional (hcp) who told them that this happens depending on how close the electrodes were. Another hcp told the patient to turn their implantable neurostimulator (ins) off to see what would happen. The patient did turn the ins off for about a month and the got a shock once about 2 weeks later and then stopped using the therapy. The patient stated that there was a lot of ¿static¿ in (B)(4) that they ¿did not know about¿. It was then reported that the patient wanted to again use the therapy on the time of report and did not care if it shocked them because of the pain they were experiencing in their back. They tried to charge the ins and got the reposition antenna screen on the recharger screen. The recharger unit was noted as fully charged. It was also noted that the ins had been off for a while and that an overdischarge (od) condition was suspected on the device. The patient had an appointment on (B)(6) 2015 with their hcp but apparently the office did not address the issue. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).